Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a cracked spin collar noted when connecting the IV tubing to the patient's IV access device. There is no report of leakage or patient harm.

Manufacturer narrative:
The customer¿s report of a spin collar crack was confirmed. Visual inspection showed that approximately ¼ of the distal spin collar had a crack. Further inspection under magnification did not reveal any stress or tool marks or signs of externally applied forces. Functional testing resulted in no leaks on any part of the set. The root cause of the spin collar crack could not be identified.